Event description:
On (B) (6) 2009, it was reported by a user facility (B) (4) to terumo cardiovascular that during priming, the oxygenator leaked. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.

Manufacturer narrative:
Terumo cardiovascular systems is submitting this report/event as an MDR because the device is considered a "life-sustaining" device.